Manufacturer narrative:
The reported icy catheter issue was confirmed. A bonding leak was observed at the proximal end of medial balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for a catheter with a lot number 83937. (B)(4), reported on dec 10, 2018. The bonding leak was observed at the proximal end of the medial balloon.

Event description:
A patient was hospitalized and underwent treatment for hypothermia with the target temperature set to 33°c degree. A zoll icy catheter was inserted into the left femoral vein by a physician without issues. Three days after therapy was initiated, the patient's temperature was at 35.8°c degree when the saline bag was observed empty; however, no leak was noted on the start-up kit (suk). A catheter leak was suspected. The catheter was replaced to continue with therapy. No known impact or patient consequence information was available.